Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer experienced high blood glucose of 445 mg/dl. Customer was treated with additional syringe and customer¿s current blood glucose was 350 mg/dl. Customer stated that customer had positive results in ketones test and ketones test appears low to moderate. Customer mentioned that automode was active during high blood glucose event. Customer does not allege for under delivery on insulin pump. Insulin pump will not be returned for analysis.